Event description:
It was reported by the patient that the device was "ticking at me" last night for 10-15 minutes and the noise was following me around as I tried to figure out what it was. It was also reported that the patient was referred to follow up physician who implanted the device and also that the patient had a cardiac catheterization (not device related) done. It is unknown whether there was any intervention related to the device ticking noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.